Event description:
It was reported that prior to the procedure, the catheter hub was broken when removed from the packaging. There were no clinical consequences reported due to this event. No additional information was provided.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. It was reported that during visual inspection, the catheter was found to be separated on its proximal end. A small amount of blood was found on the catheter hub. The catheter strain relief was removed and was examined. The catheter was separated under the stain relief just distal to the hub. The inner coil was stretched but still intact. Functional testing could not be performed due to the anomalies note to the catheter. In case of this complaint, the reported complaint was confirmed. Analysis and review of available information appears to be associated with a product that met stryker design and manufacture specifications and was used in accordance with the direction for use (dfu), but performance was limited due to the procedural and/or anatomical factors during use. As a result, a probable cause of procedural factors was assigned to the as reported and analyzed issue 'nv - guide catheter shaft broken/fractured inside patient'.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that prior to the procedure, the catheter hub was broken when removed from the packaging. There were no clinical consequences reported due to this event. No additional information was provided.